Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break and removal difficulties occurred. The patient presented with acute chest pain. The target lesion was located in a mildly tortuous and mildly calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. The balloon successfully inflated, achieving the intended lesion preparation and was subsequently deflated without any apparent abnormalities. During withdrawal of the balloon catheter, unusual resistance was encountered, preventing normal retrieval of the device. Multiple attempts to withdraw the balloon in the usual manner were made but was unsuccessful. The system was then carefully removed in order to prevent potential retention or embolization of device components. Upon removal, the catheter was found to have a shaft fracture. The balloon was successfully retrieved with no fragments left in the patient. The procedure was completed with a different device. No patient complications were reported.